Event description:
It was reported that a pt fell between the stretcher and a bed during transfer from the stretcher to the bed. The hosp reports that the pt may have sustained a compression fracture near the toracolumbar junction considering a comparison with prior x-rays.